Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment and outcome of the peritonitis event were not reported. On an unreported date, the pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896407 and gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is same patient as in (B)(4).